Event description:
The customer reported via phone call indicating that the insulin pump had a failed battery test. Customer's blood glucose was 131 mg/dl. The customer was advised to insert new aaa alkaline battery. Customer stated that they did not received failed battery test. The customer was advised to monitor insulin pump and call if issues persist. The troubleshooting was done for blank display, customer was advised to insert new aaa alkaline battery. Customer stated that the display returned. The customer was advised to monitor and we would send a replacement battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.